Event description:
Mother of home pt reports pt connector of homechoice set disconnected from home pt's transfer set during drain 2/4 of apd treatment. Mother of home pt states she thinks home pt rolled over in his sleep and disconnected his pt line. Mother discontinued treatment. Per rn, no medical intervention was required and no pt injury resulted from incident.